Event description:
It was reported that the surgeon noted the cable failure at grip plate.

Manufacturer narrative:
An event regarding failure involving a trochanteric grip plate was reported. The event was not confirmed. A review of the provided medical records and x-rays by a clinical consultant concluded the following: no clinical or past medical history, no operative report, no clinical follow-up, and no x-ray confirmation of cable failure as noted in the event description are available for review. If the cable failed at the grip plate as noted in the event description, it was likely due to fatigue fracture secondary to cyclic loading due to the ununited greater trochanter. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code. The exact cause of this event could not be determined based on the information available. There was no evidence to confirm the cable failure as notified in the event description. The clinical review noted that x-rays dated (B)(6) 2013 include multiple views of the right hip with no gross changes. There is evidence of greater trochanteric nonunion and the cables appear intact with the grip plate not migrated. Furthermore, it is noted that the device was not revised and remains implanted.

Event description:
It was reported that the surgeon noted the cable failure at grip plate.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it is still implanted. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.